Event description:
Quadraplegic, ventilator dependent male was riding in his electric wheelchair when the front left wheel came off, causing him to fall forward and out of his chair. He fell into a door jam and became wedged between the door jam, the chair and the floor.